Manufacturer narrative:
The most recent performance testing data of the module was reviewed and there were no problems found. The customer's quality control was outside 3sd on (B)(6) 2018. No foam or bubbles were observed on reagent or system reagent surface. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys tsh assay results for qc material and a high result for one patient sample from the cobas e 602 module. The initial result was 6.75 miu/ml. The repeat result on another cobas e 602 module on (B)(6) 2018 was 4.38 miu/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 29489701 with an expiration date of 31-aug-2018.